Manufacturer narrative:
"Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was swimming and exposing the pump to water. There was no impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge to resolve the issue.